Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) was confirmed. Upon evaluation the rear therapy electrode cable was ripped from the distribution node, exposing the wires inside the cable. This caused the add gel messages the patient received. The root cause for the damaged electrode belt cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving "add gel" messages. The patient was issued a replacement electrode belt.